Manufacturer narrative:
This report 9612501-2018-02019 was sent in error as a duplicate for MFR report number: 9612501-2018-02022, any additional information received in the future will be captured and submitted under the report number 9612501-2018-02022 if information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of pe: (B)(4).

Manufacturer narrative:
Additional information: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was received. The obturator was received. A functional evaluation found that the device passed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. No resistance was noted. The trocar was opened to examine the duckbill, a minimal amount of lube was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a roux-en-y gastric bypass procedure, when attempting to test the trocar, a 5 mm instrument would not pass through the cannula because inner diameter was too tight. Another device was used to complete the case. There was no patient harm.